Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 4.6 cm diameter abdominal aortic aneurysm. The proximal neck was 20-24 mm in diameter and 50 mm in length. The left common iliac artery was 20 mm in diameter and the right common iliac artery was 33 mm in diameter. It was reported that right after the procedure, patient complained of discomfort such as vomitus, which was possibly ileus. A CT was carried out and it was determined that an emergent open surgery was required. At the bowel site, where the inferior mesenteric artery (ima) provided nutrition, it was confirmed to be putrefied. The physician removed all the putrefied site and a colostomy was carried out for treatment. The patient experienced bowel ischemia and had impaired activities of daily living (adl), in addition to coronary stenosis post procedure. The physician stated that the bowel ischemia might have been caused by an occluded ima or flowing of thrombus into the putrefied bowel from the superior mesenteric artery (sma). No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).